Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose (bg) level of 388 to 585 mg/dl. Customer tried to address the elevated bg by a correction bolus via the pump. Cause was not known. Customer was treated with intravenous fluids of insulin and saline. Customer was released from the emergency room on (B)(6) 2022 with the issue resolved and no permanent damage. During system check with tandem technical support, no pump issues were identified. Customer continued to use pump for insulin delivery. Recommendation was made to consult with a healthcare provider regarding diabetes management.